Event description:
It was reported to philips that the device failed to deliver a shock. There was no patient involvement.

Manufacturer narrative:
An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was provided a quote for a replacement battery and advised to replace the component to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.